Manufacturer narrative:
Further details received on 26 july 2016: the explanted head is not available for investigation. The comment from the surgeon was that the cup had moved slightly, but was well fixed when he checked it during revision surgery. He commented that the revision was to release the psoas but as the leg was slightly shorter he would lengthen it at the same time by changing the head. On 29 july 2016 the medical affairs director made the following analysis: during the first months of this cementless tha on a male patient of 76 the cup migrated slightly. This ment a leg shortening of the right limb and, possibly unrelated, a psoas impingement was also diagnosed. The surgeon re-intervened and changed the head in order to increase leg length and also released painful psoas muscle. The cup was judged to be stable, so it did find secondary fixation. No device seem to have underperformed in this case. Batch review performed on 02 august 2016: (B)(4).

Event description:
Patient presented with pain. Surgeon planned to release iliopsoas and decided to change the femoral head to lengthen the leg at the same time.